Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation the complaint device was not returned. Imaging was not provided for review. A documentation based investigation was performed including a review of the device history record, the instructions for use, and quality control data. Cook was unable to perform a physical evaluation of the complaint device as the product was not returned for evaluation. Cook has not received any similar complaints for the failure mode of death as a result of a type ia endoleak stemming from a migration of the stent graft. The only devices mentioned that were placed during the endovascular aneurysm repair (evar) on 18jan2016, were the ax1-2-26-113-zt and zsle-16-74-zt. Per the instructions for use (IFU), the ax1-2-26-113-zt is indicated for secondary endovascular intervention in patients having received prior endovascular repair of infrarenal abdominal aortic or aorto-iliac aneurysms in which there is inadequate proximal fixation or seal. It is not certain if the placement of this device was a secondary procedure or the initial procedure. There is no information regarding anatomical features including neck and calcification. The IFU t_raaaz states that key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck) length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface (if using zenith renu aaa converter device). In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation site. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. There is no information about planning and sizing. The IFU t_raaaz states that strict adherence to the zenith renu aaa ancillary graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Also, inaccurate placement and/or incomplete sealing of the zenith renu aaa ancillary graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. A review of the device history records (DHR) for the final assembly and graft subassembly revealed no non-conformances. Each zenith renu aaa ancillary graft converter device is shipped with instructions for use (IFU) [t_raaaz_rev1]. This document includes instructions for use, contraindications, warnings and precautions regarding use of this device. The following relevant information is provided in the IFU: warnings and precautions - the zenith renu aaa ancillary graft is not intended for primary endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms. It is intended for use in patients in whom an endovascular graft has already been placed. - additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable fixation length (both the vessel and component overlaps) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft and/or leaks may be required to undergo secondary interventions or surgical procedures. ... Patients with specific clinical findings (e.g. Endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. - irregular calcification and /or plaque may compromise the attachment and sealing at the fixation sites. Section 4.4 ¿ device selection strict adherence to the zenith renu aaa ancillary graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 through 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Potential adverse events - aneurysm enlargement - endoleak there was no original planning and sizing sheet provided nor was there any issues with the original deployment. There was no reported significant tortuosity of the patient anatomy, but the emergent procedure physician inputted that the patient was a poor candidate for the original procedure. However, it was made known that the patient was not compliant with follow-up appointments and did not follow-up regularly. The most likely contributing factor has been attributed to a combination of patient anatomy, disease progression, and patient non-compliance with regular follow-ups. Per cook's instructions for use (IFU), it warns that at a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture, or barb separation), and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. A 2cm migration below the renal arteries was highly unlikely unless the graft was initially placed incorrectly which is highly probable as the emergent physician even stated that he believed the patient was a poor candidate for the original procedure. Based on this information and the findings of the clinical assessment there is no evidence to suggest the ax1-2-26-113-zt caused or contributed to the patient death. Therefore, a definitive conclusion could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The physician that performed the emergency secondary intervention has provided the following additional information. The original procedure was elective and the patient was not a good candidate for evar in his opinion. There was no autopsy performed. A death certificate was not provided. The patient died from a ruptured and leaking aaa due to type ia endoleak after elective repair. It was determined that the patient death was caused or contributed to by the device based on the presenting patient clinical exam, history, physical exam, CT scans, etc. The date of patient's death has not been provided.

Event description:
The implant date for the main body was (B)(6) 2016. Additional devices, ax1-2-26-113zt (lot# 6286321) & zsle-16-74-zt (lot # 6282006). The ax1 device migrated. There was no significant tortuousity in the patient's vessels. There were no issues with the original deployment of the device. The physician reports, the patient did not follow up regularly. The patient has passed away. The cause is not known at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the patient came back into the hospital on (B)(6) 2019 with an impending rupture. The physician had to place a competitor's aortic extension device to try and seal a type I endoleak. The device has been implanted for years. The physician stated the graft had migrated 2 cm's below the renal arteries. The cuff placement did not completely seal off the leak. Additional patient and event information has been requested. At the time of this report no new information has been received.